Event description:
It was reported that the pump battery was depleting quickly and that the pump touch screen was unresponsive. Additionally, it was reported that unspecified malfunction alarms and unspecified pump alarms occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.